Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the pump was placed in the left ventricle and started in auto mode, the impella cp was not able to flow and had high motor current. Clot ingestion was assumed and immediately replaced with a new impella cp. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The cp pump was visually inspected. No cannula kink observed. No broken blades found. Biomaterial around impella and purge gap observed. The cause of the low pump flow issue was biomaterial ingestion. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿